Event description:
The reporter called and alleged a discrepant result on the device when compared to the lab. The reported device result to lab inr was 3.5/6.8. The patient's coumadin was first held and then resumed when the lab value was obtained. The reporter declined product replacement.